Event description:
Caller reported that a site was experiencing potential false negative urine hcg results on consult diagnostics hcg cassette test. No pt info or confirmatory testing provided.

Manufacturer narrative:
Control lot: 20miu/ml hcg urine lot: hcg120130-01; 100miu/ml hcg urine lot: hcg120223-01; 244.7iu/ml hcg urine lot: hcg111130-01. Summary of results: the retention devices meet qc spec, details as below: correct positive results were observed when tested with 20miu/ml hcg urine control at 3 minute read time. (N=5) the 100miu/ml hcg urine control yielded clearly positive results at 3 minute read time. (N=5) the 244.7iu/ml hcg urine control yielded clearly positive results at 3 minute read time. (N=5) conclusion: from retain testing with in-house controls, the client's result was not replicated and the product performed as expected meeting qc specs. Verified the product number, product description, lot number and batch record; no abnormal results were found. Customer's observation could not be reproduced in-house with control samples. Hcg urine controls at cutoff and high level were tested with retain devices. Results met qc spec. No false negative was observed. Mfg batch record review did not observe failure. Unable to identify the root cause without pt specimen analysis in-house. This issue will be tracked and trended. No corrective action required at this time as no product deficiency was established.